Event description:
A malfunction was reported on the pump, and there were no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received information from technical support on how to reset the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to contact support again if the malfunction reappears and confirmed understanding of the instructions.